Event description:
During a 300 plus lbs patient, the autopulse platform (sn (B)(4)) stopped compression and displayed "check patient alignment" message. The customer removed the patient from the autopulse platform, and used a lucas to provide CPR. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) ) stopped compression and displayed "check patient alignment" message" was confirmed during the archive data review and during functional testing. Based on the archive data review, multiple user advisory "(ua)"17 (max motor on time exceeded during active operation) error messages occurred around the reported complaint, which there were indication that the autopulse platform stopped compression and most likely displayed "check patient alignment". In addition, the autopulse platform failed during the run_in test, it displayed "ua17" error message. The root cause of these ua17 was due to the drive train motor's brake assembly air gap is too wide, out of the specification, and it cannot be adjusted. During visual inspection, unrelated to the reported complaint, the load plate cover was defective with a hole, likely due to mishandling. The load plate cover was replaced to address the observed physical damaged. A review of the archive data log file indicated multiple user advisory "(ua)"17 (max motor on time exceeded during active operation) error messages, thus confirming the reported complaint. The ua17 error was replicated during the run_in test. The motor was on for too long during active operation, and the autopulse platform did not reach the target depth within the specification time. The probable root cause of the report stopped compression and displayed "check patient alignment" might be related to the ua17 that was observed in the archive data and during the run_in likely attibutted to the defective drivetrain motor. The drivetrain motor was replaced to remedy the complaint. The autopulse platform passed the preliminary functional test without any fault or error. However, during further testing, the fan on the autopulse platform was making grinding noise and found to be defective. Also, lots of sand found inside the autopulse platform. These issues are unrelated to the reported complaint. The fan assembly was replaced, and the autopulse platform was bio-cleaned to remove the sand. Upon further run_in test, the autopulse platform displayed "system error 139 - unable to hold compression position" unrelated to the reported complaint. The root cause of the "system error 139" was due to the drive train motor's brake assembly air gap is too wide. Out of the specification, and it cannot be adjusted. The replacement of the drivetrain motor remedied this "system error 139". Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).